Event description:
Procedure type: lt. Hemi-colectomy. According to the rptr: when the surgeon was going to use the device to transect the colon, the device's firing knob didn't work properly. The firing knob jammed at middle of instrument during the firing. So surgeon used another device. The second device also had a problem with same symptoms. A third device was used without problems. An additional 2cm of colon was resected due to this issue. The pt has recovered without any issues. There was no additional bleeding over 250cc. Operative time was not extended.

Manufacturer narrative:
(B)(4).